Event description:
It was reported that a revision surgery was performed on the implant for recurrent dislocation. The revision surgeon relates 100% of dislocation on acetabular cup placement. The explant showed good bone ingrowth. The revision surgeon does not fault the device. The implant was approximately 1 year old.